Event description:
It was reported by the customer that the 1788 ccu unit was not working smoothly, with the camera going black unpredictably. Therefore there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported by the customer that the 1788 ccu unit was not working smoothly, with the camera going black unpredictably. Therefore there was loss of image.

Manufacturer narrative:
Alleged failure: it was reported by the customer that the 1788 ccu unit was not working smoothly, with the camera going black unpredictably. The stryker rep further reported that he tried to troubleshoot the unit, but the issue still occurred. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: a short in the cable is the cause of this issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.